Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the pump was not exposed to high altitudes. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 320 mg/dl.